Event description:
It was reported that following a stenting procedure, an occlusion was noted. The express biliary stent was placed to secure another manufacturer's graft in the renal artery. Following the procedure, the renal artery was widely patent. Later that same day, the patient developed abdominal pain and a scan showed blockage. In the operating room the express biliary stent was confirmed to be occluded, and the physician stated that it appeared that the graft had displaced the stent further into the kidney as it was not where it was initially placed. The physician then performed thrombolysis and placed a second stent further in the aorta to hold the graft into place. A follow up ultrasound the next day showed everything "wide open". The patient had also developed hit (heparin induced thrombocytopenia) syndrome so heparin was stopped. Patient status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation, and the stent remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.